Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient was brought to the emergency department (ed) by emergency medical services (ems) with low flows for 20 minutes and bradycardia, despite the patient having an implantable cardioverter defibrillator (ICD). The patient was given chest compressions while in the ed for approximately 5 minutes. There were no ed notes available for review. The patient expired on (B)(6) 2020. Log file review noted that the flow dropped below the low flow trigger point of 2.5 liters per minute (lpm) on (B)(6) 2020 at 15:07. The flow remained below 2.5 lpm until 16:04 when the flow briefly recovered above 2.5 lpm. After 16:04 the flow remained below 2.5 lpm for the remainder of the log file. The log files were obtained while the controller was detached from the patient. The driveline was disconnected at 16:13:21. There was not an autopsy and the pump will not be returned.

Manufacturer narrative:
Mobile power unit (mpu) manufacturer's report number referenced in the prior report is MFR # 2916596-2020-03350. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, although low flow alarms were confirmed via the analysis of the submitted log files, a specific cause for these alarms could not be conclusively determined. The submitted controller event log file contained approximately 2 hours of data from (B)(6) 2020. The log file captured 146 low flow controller fault flags between 15:07:17 and 16:12:58, when calculated flow dropped as low as 0.0 lpm. Of these faults, 143 resulted in low flow hazard alarms which occur when the calculated flow remains below the low flow threshold for at least 10 seconds. Overall, calculated flow appears to suddenly decrease from ~5.0 lpm between 14:52:45-15:02:28 to 2.5 lpm or below for the remainder of the log file. No external power alarms were also captured beginning at 15:28:59 and 15:40:14 while the system was connected to the mpu. The controller¿s internal 11v backup battery was in use during these events and there was no interruption in pump support. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing this event.